Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report tissue damage. It was reported during a mitraclip procedure treat mitral regurgitation (mr) with a grade of 4, thickened leaflets, fragile tissue, prolapsed posterior leaflet. One clip was successfully implanted on the mitral valve, however tissue damage was observed. To further reduce mr, an nt clip was inserted and deployed on the mitral valve. However, shortly after deployment, detached from the posterior leaflet but remained on the anterior leaflet (single leaflet device attachment/ slda). Mr remained at a grade of 2; therefore, no additional clips were implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury after implantation of the first clip appears to be related to patient conditions (fragile leaflet). Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.